Event description:
The hcp reported the patient was implanted with a synchromed pump in 2002. The pump was filled with 14ml of 30mg/ml of morphine at that time. Three weeks later the patient was seen in the clinic complianing of increased pain. The pump was aspirated for 12.5ml of morphine instead of the expected 7ml. The pump was refilled to 18 ml of medication. A catheter dye study showed the catheter to be patent without obstruction. A rotor test was done the following month and showed no movement of the rotor. The pump was aspirated of the entire 18 ml that had been instilled 8 days before. The pump was explanted and replaced. The patient outcome was not reported. A follow up report will be sent when additional information is received.